Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer's blood glucose level was 138 mg/dl at the time of the incident. The customer was taken to the emergency room for low blood glucose levels. The caller did not provide the low blood glucose value at the time of the call. The customer stated that the buttons do not respond. Customer was wearing the pump at the time of emergency room visit. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All of the buttons functioned properly, no damage in the keypad assembly noted and no unlocked lcd keypad connector during our visual inspection. However, the insulin pump was received with cracked reservoir tube lip and minor scratched lcd window.